Event description:
During a surgical procedure, the handpiece became very hot. Back up equipment was used to complete the procedure. There were no adverse consequences reported as a result.

Manufacturer narrative:
The product was evaluated and the complaint was confirmed. The handpiece showed evidence of debris and corrosion of components. Maintenance was performed and the product was returned to the customer.